Event description:
Procedure type: lap inguinal hernia repair. Tep lap inguinal hernia. According to the reporter: after inserting the smbttovl into the pt and then putting in 10 mm scope, the balloon would not inflate. Must be a leak or crack in seal or balloon. The pt status is good. Please send replacement device. Andrea has the one to be returned in her office. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 mins. No device fragment fell in the pt cavity. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).